Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The contact indicated that there did not appear to be any issue with the infusion site. As the customer was on day 3 of using the cartridge and site. Tandem technical support recommended to the contact that the supplies be changed.